Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 1995, product type: catheter.. Product ID: 8703w, serial/lot #: (B)(4), ubd: 01-may-1997, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the pump was removed due to "pump failure" on (B)(6) 2005. Additional information was received from a consumer on (B)(6) 2020 regarding a patient receiving unknown intrathecal morphine and ("some other medications") via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had a pump in the past; however, it was removed due to a granuloma. The pump was removed about 15 years ago and the event date was asked and unknown. Further information was not provided. No further complications were reported/anticipated or expected.